Event description:
Consumer called to report his meter running higher than what he feels. Took 3 different readings with his plink and compared it to 2 different readings from a competitive meter. Analysis run on clark error grid using mean average readings of competitive meter (57) as reference point vs. Bd readings (88) yielded some data point in the d range of the grid, outside acceptable limits.